Manufacturer narrative:
The reported events of dislodgement, failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test and visual inspection did not identify any anomalies.

Event description:
Additional information received that indicated the patient experienced symptoms and that the right ventricular (rv) lead dislodgement was discovered with fluoroscopy.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was dislodged and failed to capture and sense. No symptoms reported. The rv lead was explanted and replaced. The patient was stable throughout procedure.